Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the down arrow keypad button was under responsive. It was noted that the keypad cover was damaged and thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/21/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/14/2014 with the following findings:the keypad cover was found to be torn and peeling across the ok button. The keypad cover was found to be thinning/worn on all buttons. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.